Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. A certified medical assistant initially reported that the patient believed that the dexcom caused her to have auto immune deficiency symptoms. Contact was made with the patient by dexcom¿s medical safety team on (B)(6) 2019. The patient reported that she thinks the dexcom device may have caused or contributed to possible auto-immune deficiency symptoms. She has been a type I diabetic for about 6 years, uses an omnipod insulin pump, and started using the dexcom cgm in (B)(6) 2018. She had no issues for the first few months. Just before (B)(6) 2018 she developed lichen planus in her oral mucosa with irritation and some ulceration on the inside of her cheeks. She saw an ent specialist (ear, nose and throat) who stated it was not cancer and not contagious, but the cause was unknown. She was told to avoid irritating foods and toothpastes and to rinse her mouth with warm saline; no medications were prescribed. Prior to the mouth ulcers she had also developed nerve pain that went all the way down one leg at night, and which she specified was not a charley horse type cramp. During this time period she felt her blood glucose levels were hard to control, reaching into the 300s mg/dl too frequently. In late (B)(6)/early (B)(6) 2019 she began to have heart palpitations. She had only ever experienced this once in the past when she was anemic. She had a 24-hour holter monitor prescribed and took the continuous glucose monitor (cgm) off before the monitor was applied. Within 24 hours of removing the dexcom the palpitations stopped. The holter monitor and an electrocardiogram (EKG) showed no issues. While she stayed off the cgm for 4 weeks (sometime around (B)(6)), the oral ulcers healed, leaving just red mottled patches, and the leg pain stopped. Her cgm and bg values stabilized and her a1c level came down. When she reapplied the dexcom after 4 weeks of non-use the oral ulcers came back inside her cheek and also formed on her tongue, and the leg nerve pain returned. Two weeks after resuming use she developed mild shingles. She plans to discuss with her endocrinologist the possibility of staying off the dexcom for 3 months to see how her a1c does, then resuming use if she is able. She also reported that in order to be aware of the device alerting on vibrate mode without waking her husband at night, she kept the receiver under her pillow, and her left cheek facing the pillow is where she developed the mouth ulcers. She has allergies to a few medications but no history of allergies to metals and no history of auto-immune issues. She has not used any other type of cgm system in the past. She sought medical evaluation but was not prescribed any treatment for the palpitations, leg pain or shingles. At the time of contact, the patient was feeling well, and all the symptoms are gone except mild mouth irritation. Because the symptoms occurred during cgm use and were alleviated when off the cgm, she thinks there is a possibility that the device somehow caused or contributed to the above-mentioned symptoms. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.